Manufacturer narrative:
The main component of the system and other applicable components are : product ID: neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional of a clinical study reported that one patient experienced a fall which led to movement/dislodgement of the patient¿s leads. The device was being used off label.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that other applicable components are: product ID: 3487a-56, lot#: 0209965798, implanted: (B)(6) 2016, product type: lead. Product ID: 3487a-56, lot#: 029596842, implanted: (B)(6) 2016, product type: lead. Correction: additional information confirmed that the event occurred in brazil, not canada as initially reported. Please note, patient code c76143 no longer applies to this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the electrode displacement was diagnosed on (B)(6) 2018, when the patient had a fall from their wheelchair which was followed by a reduction in bladder capacity and recurrence of incontinence episodes. They had not performed a revision; they were still trying to avoid surgery through optimizing neuromodulation parameters and pharmacological treatment. It was noted that the electrode had been pulled out of alcock's canal, but was still in contact with the sacral plexus. The lot numbers of the leads were provided along with the device implant date. It was confirmed that the event occurred in brazil.